Event description:
Material no.: unknown, batch no.: unknown. It was reported by the patient that she had 3 "chemical burns" on her skin from the chloraprep. Patient called to report that in the past 5 years she has had 3 surgeries, and every time she gets a chemical burn on her skin after each use. Patient stated she went to the dermatologist to get allergy tested to see what was causing this and he would not help her. She would like to know if she is able to obtain a quarter ounce of each ingredient in the chloraprep (active and inactive).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).